Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device but is similar to the artis zee device which is cleared in the united states under k181407. The investigation was performed by considering complaint description, cs reports, system history, system log files, & complaint part analysis. As per the information received, the customer reported that the table could not be lifted during an emergency procedure, the patient was transferred to an alternate system. We have no indications of any adverse effects on the health status of the involved patient. Customer service engineer (cse) analyzed the logs and checked the system functionality. After troubleshooting, cse replaced the scm (stand control module) then the table lift worked as intended again. The complaint part was investigated, the buttons/joystick axis were found to be sticky due to dried liquid residue. There were no electrical problems but only normal signs of wear and tear. According to expert opinion, most likely a contact problem between the control modules could have caused this issue. During replacement of the scm the connection was re-established, and the table was moving as expected again. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee iii ceiling system. During an emergency procedure, the user reported that no movement was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The device listed in section d of this report is not an FDA 510(k) cleared medical device but is similar to the artis zee device which is cleared in the united states under k181407. Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.